Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had difficulty taking a reading from their cardiomems patient electronic system (pes) and experienced electromagnetic interference (emi). Troubleshooting included determining that the patient used an extension cord, took readings on a standard bed and had a left ventricular assist device (lvad). Cardiomems reading was started without patient; white was shown at 0%. The lvad batteries were on the left. Another reading was started without the patient; pes showed white, small bursts of blue and back to white. The patient was on their left side on their left shoulder. The patient placed a bed pillow on the right side with lvad batteries on top of the bed pillow; pes showed yellow. The patient moved their left arm up over head; blue showed at 46%. The patient also had a defibrillator. The reading took too long and the 'okay' button on the pes was not responding. The pes was rebooted, and screen calibration was performed. The patient went on their back with a bed pillow blocking lvad batteries to the right and started another reading. The reading and transmission were successful. The pes stated "reposition system away from metal objects". Minimum signal strength was lowered to 65 and search pressure was increased to 28. Another reading was started which was physiological and transmission was successful.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event cannot be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.